Event description:
The scrub tech was using the 7 x 12 x 14 x 4 degree anchor c cage with the 7 mm anchor c inserter. While connecting the cage to the inserter, the cage became cross threaded. The second scrub tech took the inserter and cage from the first scrub tech and attempted to tighten the cage on the inserter. Upon doing so, the inserter tip broke off in the cage. I informed dr (B)(6) and asked if he could use an 8 x 12 x 14 x 4 degree anchor c cage. He informed me that size would work and that is what he used.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental . Method, result, and conclusion codes will be made available following an engineering evaluation.